Event description:
Patient underwent a revision procedure, no product will be returned for investigation.

Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No xrays have been provided to confirm the alleged event. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
On (B)(6) 2017, patient underwent an extreme lateral interbody fusion procedure at levels l2/3/4/5. Patient is reported to be scheduled for a revision procedure on (B)(6) 2019 due to loose screws at s1l1 level.